Event description:
Additional information received from reporter 10/11/2017. I need to make a change to the report with the access number mw5071332. Suspect medical device, number 1, 2, and 4 have incorrect information. The following information is correct: brand name: reliance. Common device name: rv lead wire. Manufacturer name, city, and state: boston scientific, USA. Model #: 0295. Serial #: (B)(4). I incorrectly listed the actual ICD as the problem, but it was the rv lead wire that had the problem. If you need to contact me regarding these changes you can email me directly with this address or call at the number listed below. Thank you for your help in this matter.

Event description:
Latitude alert on (B)(6) 2017 stating right ventricular impedance and shock impedance were out of range. Multiple vt/vf events stored in logbook with atp therapy were inappropriate due to large amounts of artifact recorded ((B)(6) 2017). Presenting egm also show artifact.